Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His was recently hospitalized with blood glucose of over 500+ mg/dl. Customer indicated that after the hospital, his doctor made changes to the pump and now his blood glucose is fluctuating from 53-100 mg/dl. Troubleshooting was done for high and low blood glucose and possible site or insulin issues. They also checked basal rates and bolus wizard settings and was fine. Customer declined to perform a high pressure test. He indicated that per his doctor, the basal rate settings were changed. Customer was advised to monitor the pump per his doctor's instruction.